Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model ms3500-15 lot number 21119916 was performed. The search showed that a total of 21,003 units in 1 lot number was built on nov242021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd 36 in 15 drop secondary set w/hgr a separated connection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when the nurse spiked a bag of medication with a secondary IV set, the line fell off the drip chamber spilling a small amount of medication (non-chemo) and bag had to be re-spiked with a new line.

Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 36 in 15 drop secondary set w/hgr a separated connection led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: when the nurse spiked a bag of medication with a secondary IV set, the line fell off the drip chamber spilling a small amount of medication (non-chemo) and bag had to be re-spiked with a new line.